Event description:
Customer reported that pump declared alarm 30 during pumping. There was no reported impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge with the assistance of technical support, but the alarm recurred, so technical support planned to replace the pump; however, the replacement could not proceed as the pump was out of warranty.